Event description:
The customer reported that there was a cracking sound, sparks were seen and there were flames within the monitor of the accessory display. No flames were reported outside the unit, however, since this occurred in the ICU and it is an oxygen rich environment, they were worried about these flames.